Event description:
Additional information received reported the reason why the healthcare provider (hcp) had to reduce her morphine was because she was falling asleep all of the time. It was noted the falling asleep was going on the week prior to this report. The increase the hcp had made was ¿too strong¿ and the patient would not take a bolus either because ¿it would knock her out.¿ this was why the patient had asked the hcp to decrease her morphine. It was noted the hcp originally did not want to reduce the patient¿s morphine, but they did. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On 10/27/2015- additional information was received from a consumer indicated for a very long time the patient would always be very exhausted, more than just sleepy, wiped out, and would fall asleep "while talking or trying to eat." The patient was using 3-4 bolus. The patient's pain doctor and the (B)(6) wanted the patient to take modafinil 200-300 mg twice daily. The patient would sleep three nights of two days and by the time the patient called was sleeping all of the time. Although the patient did not sleep well, she was waking up and going back to sleep all night long and no matter how much sleep she got was still exhausted. One afternoon she was found sound asleep on the toilet. Two ladies kept shaking the patient's shoulders and calling her name. After five minutes they finally woke the patient up. More recently, the patient found herself falling asleep while standing. It was noted the patient only took 100 mg in the am if she could not stay awake and had to go to the doctor's appointment. On (B)(6) 2015, the patient was feeling much better, but was still very tired (not sleepy). The patient would sleep in short naps in the early evening or early morning. Insomnia kept her waking up often at night or kept her up until exhausted

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s morphine was increased, but it was too high and it made her drowsy so it was cut back. The patient could not take a bolus without going to sleep. The system had been used to deliver clonidine, bupivacaine, baclofen (unknown) and morphine (unknown).